Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. On (B)(6) 2012, the patient had surgery to treat complete uterine prolapse and intepro was implanted. (B)(4) - complete uterine prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. It was reported that the patient underwent a mesh removal on (B)(6) 2012. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05921and medwatch 2210968-2013-01598. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Dyspareunia. Recurrent prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05921. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior colporrhaphy, colpopexy vaginal: extraperitoneal approach, cystoscopy; due to complete uterine procidentia, cystocele, rectocele, uterine prolapse, weakening pubocervical tissue, weakening rectovaginal tissue.

Manufacturer narrative:
(B)(4).